Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient was charging more due to high density settings. The patient will follow up with the rep next week to let the rep know if putting the patient on cycling and lowering her ma helped with the recharging interval. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient was charging too often. The patient was charging to 100% at night and then when she wakes up it is at 10%. The caller stated that the clinician programmer (cp)shows the patient is charging once per day. The caller set cycling time to 15 min on and 15 min off and got a calculation of 0.7 days. At the time pulse width was set to 90us and when she ran the check energy function she got a message that said the ins is in out of regulation (oor). The caller increased the pulse width to 220us. The caller set cycling to 10 min on and 15 min off and the check energy said that the recharge would be 1.0 days. The caller is going to set cycling and have the patient see how that changes the recharging interval. No further complications were reported. No additional patient symptoms were reported.